Event description:
It was reported that during an unsuccessful ptca procedure, the catheter wire tip fractured and remained in the patient. The patient was sent to surgery where the catheter and wire tip were removed. Patient status is listed as "okay".